Event description:
The customer reported that the display in the insulin pump was fading. Troubleshooting was performed. Ran a self test and the display continued to be lighter than it should be. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a faulty liquid crystal display board.